Event description:
The patient reported an infection at the location of the device. The patient was treated with antibiotics and the infection has reportedly cleared.

Manufacturer narrative:
The product remain implanted in the patient and will not be returned for evaluation.